Manufacturer narrative:
The video provided confirmed the reported issue. The balloon was observed to ruptured and leaking. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
Preoperative ex vivo testing confirmed normal balloon inflation, and routine inspection verified that the catheter was intact and functioning smoothly. During the procedure, the catheter was introduced into the superficial arteries and veins of the forearm and wrist for thrombectomy. After crossing the lesion, an attempt to re-inflate the balloon resulted in insufficient pressure and loss of seal integrity, preventing effective inflation. Video evidence confirmed that the balloon had ruptured. The device was discontinued, and a replacement catheter was used to successfully complete the procedure. No patient injury was reported.